Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of para-prosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the fistula was caused by patient factors (moderate calcification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transcavel tvr procedure in the pulmonic position, post deployment of the 23mm sapien 3 valve, the patient developed a fistula. In order to cover the fistula, two covered stents and a 20mm sapien 3 valve were deployed within the first valve. The patient had two existing pre-stents (done in a separate procedure) that were stenotic and measured 15mm. A balloon was inserted, and the valve was dilated to 22mm. A 23 sapien 3 valve was then inserted within the pre-existing stents and was deployed as intended. Post implant, the team noticed there was a communication between the aortic sinuses and the rvot that created a fistula. No pvl or cai were observed. Two covered stents were placed inside the sapien 3 valve in order to cover the fistula. A 20mm sapien 3 valve was then deployed, as intended, within the first 23mm sapien 3 valve. No post op pvl or cai was reported. The patient was stable at the conclusion of the case. It is perceived that the fistula was caused by the patient¿s moderate calcification.